Manufacturer narrative:
Correction: initial report was sent under facility reg number (B)(4) (integra neurosciences, pr); the correct number is (B)(4) (raynham) updated fields: d3, d10, g4, g7, h2, h3, h4, h6, h10. The product was returned for evaluation. Data from the DHR review indicates both the catheter and stylet were manufactured correctly. Per the complaint background, the stylet in catheter was unable to place at tip. The root cause was determined to be an assembly error at j-pac. Additional root cause was performed when the product was received for failure analysis. The root cause was determined to be that the j-pac personnel could not keep the catheter straight during assembly. A documentation review, trending, and failure analysis were performed as part of the evaluation. Product was received for analysis and the investigation confirmed the complaint. The risk remains acceptable per the risk analysis. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6), director of regulatory programs, office of product evaluation and quality and (B)(6), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported in behalf of the customer that the 37550101 cerebroflo evd catheter kit stylet in catheter unable to place at tip. Skives out of one of the perforation holes. Unable to guide into place when placing the evd catheter on (B)(6) 2019. Additional information received on 19sep2019 indicated that there was no delay in the procedure. Fortunately they had another one on hand to use. The action taken after the product problem occurred was to open a new one and use it. The issue with the product was the stylet was poking through one of the holes in the catheter, not letting us properly insert it into the brain. We tried manipulating the catheter a little so the stylet was not going through the hole and it still did not work. There was no patient injury reported.